Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint states: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient began suffering from discomfort and pain in her hip. It became increasingly painful for her to walk, to move her leg, and to rise from a seated position. The patient's doctor began to investigate the cause of her hip pain, and she was eventually referred to another surgeon who concluded that the patient's hip implant had failed and needed to be replaced. Update 01/11/2012 plaintiff's fact sheet form was received which identified part/lot information. There is no new information that changes the outcome of this investigation. Update rec'd 03/20/2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Medical records received. Medical records indicate stem, head and sleeve removed to address a leg length discrepancy. Cup was revised on (B)(6) 2010, along with the head implanted at this revision. Additional head reported on (B)(4). Upon revision of the cup, granulation tissue, gray fluid and tissue, acetabular loosening and osteolysis were noted. The information received does not change the MDR decision. The complaint was updated on: 04/27/2014. Update rec'd 3/27/2013- ppd and medical. Records received. After review of the medical records for MDR reportability, the revision operative note indicated leg length discrepancy due to a large neck length. The stem is being added to the complaint. There was no mention of osteolysis or adverse tissue reaction during this revision. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/3/2015. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4). Addendum added 29-june-15. No device associated with this report was received for examination. A worldwide complaint database search found no additional related report(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient began suffering from discomfort and pain in her hip. It became increasingly painful for her to walk, to move her leg, and to rise from a seated position. The patient's doctor began to investigate the cause of her hip pain, and she was eventually referred to another surgeon who concluded that the patient's hip implant had failed and needed to be replaced. Update 01/11/2012 plaintiff's fact sheet form was received which identified part/lot information. There is no new information that changes the outcome of this investigation. Update rec'd 03/20/2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Medical records received. Medical records indicate stem, head and sleeve removed to address a leg length discrepancy. Cup was revised on (B)(6) 2010, along with the head implanted at this revision. Additional head reported on (B)(4). Upon revision of the cup, granulation tissue, gray fluid and tissue, acetabular loosening and osteolysis were noted. The information received does not change the MDR decision. The complaint was updated on: 04/27/2014. Update rec'd 3/27/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated leg length discrepancy due to a large neck length. The stem is being added to the complaint. There was no mention of osteolysis or adverse tissue reaction during this revision. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/3/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).